Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening, observed two openings on radius side assessed as surgical damage like and observed openings on anterior side assessed surgical damage. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation and later also reported "any creases" and "2 holes from clamp". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,